Event description:
This is report 1 of 2 for (B)(4). It was reported through post market studies that a patient underwent an anterior cruciate ligament reconstruction surgery on (B)(6) 2024 using a rgdfix fem3.3mm st br xpin kit device and intrafx advbr scw10x30w/lgshth device along with a speedtrap grn/white 30mm 4pk device and speedtrap white 30mm 4pk device. According to the reporter, the patient reported post operative joint stiffness. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a1: patient identifier: (B)(6). E1: initial reporter facility name not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: based upon additional information received from the surgeon involved with these studies, it was revealed that for all of the patients, the j&j devices listed were unrelated to the complications reported. Since there was no allegation of malfunction against the device, this complaint is not reportable. Therefore, the initial medwatch report is being retracted. If additional information should become available, a supplemental medwatch will be submitted accordingly.